Manufacturer narrative:
The potential causes of stroke (cerebral infarction) may be due to pulmonary stump vein thrombosis, atrial fibrillation, and cancer. A cohort study by ohtaka k, et al.. Entitled ¿thrombosis in the pulmonary vein stump after left upper lobectomy as a possible cause of cerebral infarction,¿ ann thorac surg. 2013; 95:1924¿1928, among 193 patients who underwent lobectomy found that thrombus formation occurred overall in 3.6% and in 13.5% of patients with upper lobectomy. Cancer is a risk factor for the thrombus formation. Additionally, atrial fibrillation is common after lobectomy with 10% to 30% of patients experiencing postoperative arrhythmias. Left sided lobectomy is a risk factor for atrial fibrillation. A review of the event was conducted by an isi medical safety officer (mso) and the following additional information was provided: based upon the information provided in the event description, the mso agrees with the attending surgeon that the da vinci system, instrumentation, and accessory did not cause or contribute the patient¿s cerebral infarction. According to the article entitled, ¿incidence of stroke after pneumonectomy and lobectomy, a nationwide, registered-based study,¿ s riddersholm, et. Al., in stroke, vol 50, no. 5, patients who underwent either pneumonectomy or lobectomy had a higher risk of stroke when compared to patients who underwent a pulmonary wedge resection and to background population controls. The given timeline of the onset of the patient¿s cerebral infarction, postoperative day number 3, points to a medical cause of the stroke (thrombus formation and/or atrial fibrillation). In combination with the attending surgeon¿s attestation and the log review and product investigation, the da vinci system, instrumentation, and accessories did not cause or contribute to the patient¿s cerebral infarction and subsequent craniotomy. Craniotomies are performed to relieve increased intra-cranial pressure which may lead to cerebral herniation and possible death. The cause of the increase intra-cranial pressure is due to the cerebral infarction that was induced by medical issues resulting from the lobectomy. A review of the system logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer's claim that there was no system issue during the procedure. Additionally, all instruments used in the case were used in subsequent procedures, except for the following: sureform stapler instrument, sureform reloads, and vessel sealer extend instrument, all of which are single-use, and the tip-up fenestrated grasper and the permanent cautery spatula instruments. Site reviews have shown that no complaints were filed against any of them. No image or video clip were submitted for review. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted lobectomy (lower left lobe) surgical procedure, on postoperative day #3., the patient developed cerebral infarction. The patient¿s current status is unknown.

Event description:
It was reported that after a da vinci-assisted lobectomy (lower left lobe) surgical procedure, on postoperative day #3., the patient developed cerebral infarction. Patient's details: 60-year-old man with interstitial pneumonia, left lower lobe lung cancer. On 01-oct-2020, intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following information: the patient underwent a da vinci lobectomy (lower left lobe) procedure on (B)(6) 2020. On postoperative day three, the patient developed cerebral infarction. As a result, on postoperative day six, (B)(6)2020, a craniotomy was performed to address the cerebral infarction. The patient's current status is unknown. The surgeon confirmed no intra-operative complications were reported during the lobectomy procedure. It was confirmed that there was no allegation of an isi device or system malfunction to have occurred during the procedure. The surgeon had stated that the cause was due to the possibility of a thrombus in the left atrium. The surgeon did not believe it is due to "neither doctor's procedure nor medical device."